Event description:
It was reported that during a procedure, the electrode working element burnt through the shielding, the actual cutting porting then broke off. Further, the unit also burnt the scope. The procedure was completed successfully after replacing the unit.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.